Event description:
As reported, during treatment of an internal carotid artery aneurysm, the catheter was a johnson & johnson plus infusion catheter. After hydration of the stent, it entered the plus catheter, partially releases the stent, and filled the coils into the aneurysm. Then continue to release the stent until it was fully opened. When withdrawing the stent guide wire, the developing guide wire at the tip of the stent broken during natural release. The stent was released normally, with the tip guide wire remained at the distal end of the stent. When the push wire was withdrawn, the tip of the wire broke off inside. No further treatment was done. The patient had no adverse reaction and is reported in good condition.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies delivery wire damage as potential complications associated with use of the device.

Event description:
See h11 for investigation conclusion.

Manufacturer narrative:
Four radiographic images were provided for review. The first image is labeled as to date and time (b(6) 2025. The images are taken of a monitor in the procedure room, from a distance, with a cell phone. The review of the images is as follows: (B)(6) image 1_pro-aze0tay2: single shot ap oblique skull radiograph centered on the skull base, no contrast. A moderately dense coil ball is seen in what is presumed to be a medially pointing giant cavernous left ica aneurysm. A fred stent has been deployed. Its distal end is in the presumed location of the mid m1 mca. The proximal markers are at the petrocavernous ica junction. The radiopaque distal marker of the coil pusher that was fractured is seen in the distal m1. (B)(6) image 2_pro-zvuu5mwf: single shot ap oblique subtracted left ica roadmap centered on the skull base, with contrast. A moderately dense coil ball is seen in a medially pointing giant cavernous left ica aneurysm. A fred stent has been deployed. Its distal end is in the proximal third of the m1 mca. The proximal markers are at the petrocavernous ica junction. The radiopaque distal marker of the coil pusher that was fractured is seen in the distal m1. (B)(6) image 3_pro-p8tzvkeh: same as the previous image, but the coil ball is less dense. The image is in the ap projection, and only the distal half of the fred has been deployed period. (B)(6) image 4_pro-chjjtpbe: same as image 2, but in lateral projection. These images confirm the fractured radiopaque distal marker coil of the pusher, but do not explain why the distal marker coil fractured. The investigation of the returned pusher found the distal tip broken, which is consistent with the alleged product issue. The pusher distal tip was observed to have a flat surface at the break. No kerf marks or cup-and-cone profile were observed. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the broken pusher, but the breakage appears to be neither a tensile failure nor a cut.

Event description:
A supplemental report is being submitted to include g4 aware date that was not included in supplemental report-1.

Manufacturer narrative:
Information, investigation results received date was added to g4.